Event description:
During procedure in emergency room as doctor was moving overhead exam light's arm broke. As light was falling towards patient, it was caught by doctor. Doctor reported pain in shoulder after incident. Subsequently, the doctor took pain relievers and an anti-inflammatory injection and has experienced no further problems.